Event description:
The patient was reportedly implanted with a biodesign or surgisis posterior pelvic floor graft on (B)(6) 2012, at (B)(6), by dr. (B)(6). The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. The following information was not complainant: specific information of the alleged injury, specific information regarding whether intervention was performed, specific information regarding why intervention was performed or what type /to what extent intervention was performed, specific correlation between device performance and alleged injury, and current patient status.

Manufacturer narrative:
Based on the information provided by the complainant, details regarding a specific correlation between the biodesign or surgisis posterior pelvic floor graft's performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained a follow-up MDR will be filed.